Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information from the patient advocate that one of the patient's leads had pouched out few months post implant and was repositioned. Additional information obtained from the clinic noted that lead revision was performed due to the lead protruding under the skin. This right atrial lead remains in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.